Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted due to the patient's infection and a new system was implanted. No additional adverse patient effects were reported.